Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the pump usage process, the wires repeatedly appeared. From the 4th to the 9th night, the electrocardiogram monitoring wires dropped, making it impossible to perform pacing. Immediately adjusting the electrode plates and replacing the helium gas cylinder, etc., still failed to perform pacing, resulting in the patient's blood pressure not pulsating and affecting coronary blood flow". To continue therapy, the iab pump console was replaced. The patient's current condition is reported as "fine".

Event description:
It was reported "during the pump usage process, the wires repeatedly appeared. From the 4th to the 9th night, the electrocardiogram monitoring wires dropped, making it impossible to perform pacing. Immediately adjusting the electrode plates and replacing the helium gas cylinder, etc., still failed to perform pacing, resulting in the patient's blood pressure not pulsating and affecting coronary blood flow". To continue therapy, the iab pump console was replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4). The reported complaint of "electrocardiogram monitoring wires dropped" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.